Manufacturer narrative:
Failure analysis revealed that the insulin pump had broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window, missing end cap sticker, loose/protruded drive support disk and cracked case near display window corners.

Event description:
It was reported that the drive support cap was sticking out. The mother stated that the label on the insulin pump came off months ago. The caller stated that they will go to the emergency room for a back up plan. Advised the mother that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.